Event description:
Revision surgery: due to the patient being super tight in flexion and extension. The surgeon tried to do a couple of releases and there was still not enough range of motion, so he removed the poly and femur. He re-cut the femur and put a new femur and poly.

Manufacturer narrative:
The reason for this revision surgery was to alleviate a range of motion issue in the patient's joint. The explanted implants were in-vivo 4 months, 16 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The explanted components were returned to patient and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; (B)(4) of which had the same failure mode of stability, poor joint. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
(B)(4). Returned to patient.